Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable alp2 alkaline phosphatase acc. To ifcc gen.2 and ureal urea/bun results for 2 patient samples on a cobas 8000 c702 module. This medwatch will cover urea. Refer to medwatch with a1 patient identifier (B)(6) for information on the alp2 results. For sample 1, the initial alp result was 9 u/l. The result did not match the patient's clinical history which prompted the customer to repeat the sample. The repeat result was 144 u/l. For sample 2, the initial urea result was 0.5 mmol/l. The result was lower than the measuring range which prompted the customer to repeat the sample. The repeat result was 11.6 mmol/l.

Manufacturer narrative:
The qc recovery data provided was acceptable. The investigation did not identify a product problem. The root cause of the event could not be determined.